Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# n316098, implanted: (B)(6) 2012, product type accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was high impedance greater than 10000 ohms. Increased stimulation occurred at times. Impedance for electrodes 8, 9, 10, 12, 14, and 15 were greater than 10000 ohms. Reprogramming around those electrodes was successful with 100% coverage of the lower back and left lower extremity and right lower extremity. The increased stimulation was like a ¿zap¿ that occurred all over his legs. The zaps were gone following the reprogramming. The patient was noted to be alive with no injury. No follow-up was conducted due to the patient symptoms resolving following reprogramming.